Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's status post revision left bipolar hip to a longer neck has dislocated from the acetabulum again and this time would like to revise to an mdm cup and liner to increase stability. Upon removing the head, the stem came out and a new stem was re cemented into patient's femur. Dr. Prepared the acetabulum for the cup mdm insert and liner. Components were implanted, stability was good and surgical site closed. Surgery was performed without incident. No more information is available. Update 14/may/2019: spoke to rep. As the head was being removed, the force being used caused the stem to become explanted. Rep verified that the stem was not alleged to be loose in the patient prior to or during revision, and the surgeon made no allegations against the stem before or after explantation.